Manufacturer narrative:
The reported event is confirmed manufacturing related. Received 2 all silicone foley catheter with syringe. Verified material number 2758j12 and manufacturing lot number ngjs1017. Using the returned syringe, attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. Risk review, labeling review, and DHR review are not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial reporter complete facility name: (B)(6).

Event description:
It was reported that in the operating room, the balloon of foley catheter broke immediately after catheter placement in the same patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the operating room, the balloon of foley catheter broke immediately after catheter placement in the same patient.